Manufacturer narrative:
(B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) tip of instrument broke apart while in use on patient. Tip (gray) of the vasoview separated. Physician assistant noticed the inside of the tip (part biting the tissue) separated after device was inserted through the port in the leg and before using to cut the tissue. The separated inside part of the tip did not break loose from the tip and was immediately taken out from the leg. Device tip was intact after retrieval out from the patient¿s leg per physician assistant harvesting the vein. No additional incision done. Case proceeded with the use of a new vasoview handpiece. The case was completed with the usual endoscopic svg vein harvest. No procedure delay.